Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a balloon angioplasty treatment procedure, a balloon catheter was stuck on the guide wire. The target lesion was located in the peroneal artery. After a non-bsc guide catheter and non-bsc support catheter was used to cross the lesion, an attempt was made to advance the 300cm victory 14 guide wire into the catheter however, the device got stuck. The guide catheter, support catheter and guide wire was then removed. Another attempt was made to cross the lesion with a non-bsc guide catheter and a non-bsc guide wire, and advanced the victory guide wire however the device was stuck again. The physician went back in using a non-bsc guide catheter and the victory guide wire used. A 3.0mm x 100mm x 150cm sterling balloon catheter was advanced but the doctor felt it was "sticky". The physician then took the balloon out and advanced the 5.0mm x 100mm x 150cm sterling balloon catheter, however it was stuck on the guide wire. Everything was then pulled out. The procedure was completed with a different device and no patient complications were reported. The patient¿ status was fine.